Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was able to reproduce the issue. The logs were reviewed and the stm verified multiple "leaks in iab circuit" alarms. The stm checked all tubes, tightened all fittings on the safety disk ports and checked for loose wire harness connections. The male luers on the drain and fill ports were replaced as a precautionary measure. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.